Event description:
A caller reported a cartridge alarm and indicated that the blood glucose level displayed as "high," though a specific value was unknown. The customer addressed the high blood glucose by administering a correction injection and did not require assistance from a third party. Technical support resolved the issue by arranging to replace the pump with one that has updated software. The customer was informed about the necessary actions related to the return and replacement process and acknowledged understanding. Customer continued to use pump for insulin therapy.